Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The patient age, height, weight, and activity level is unknown. It is unknown which components were revised in the 2009 revision surgery. The surgical notes from the primary surgery are unavailable for review and it is unknown if the stem was implanted with the correct fit as per surgical technique. Factors which may contribute to acetabular loosening pertaining to kinective modular neck and m/l taper stem may be one or a combination of the following mechanisms: improper neck length and offset, misalignment of femoral stem/neck assembly, extent of mating connectivity between stem/neck/head interfaces, impingement, or patent activity. However, a definitive cause cannot be conclusively determined. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is no indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported by the patient that the device was implanted in 2007. Post-op she experienced pain and was revised in 2009.